Manufacturer narrative:
H.6 investigation: a device history record review was completed by our quality engineer team for provided lot number 9127706. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration was found before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on (B)(6) 2019, intravenous indwering needle puncture was performed according to the doctor's advice, with anti-inflammatory treatment, the q-syte no damage, no air leakage, and no expiration. The examination showed that the septum in the septum was yellow, normally colorless and transparent, and the product quality was suspected to be defective, affecting the aseptic operation. The new infusion joint was replaced and the intravenous indwelling needle was punctured. The process was smooth and the local skin was intact without redness and swelling.